Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
A sales representative reported that a customer indicated their site had multiple instances of endophthalmitis in 2014 and one case in (B)(6) 2015; all of which involved the use of recently recalled vitrectomy probes. The surgeon stated that these cases were not reported back then because there were several other products that were used with these cases and it would have been too complicated to report these events to all the manufacturers of the products that had been used. This is the first of two reports being filed for this facility. This report represents the events occurring in 2014. Additional information has been requested.